Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-03950. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the leads were removed and replaced. Pain coverage was achieved however; the patient is unable to adequately assess the effectiveness due to the postoperative soreness he is experiencing.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-03950. It was reported the patient was no longer receiving effective stimulation in his back and legs. An x-ray was taken and showed lead migration. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-03950. Follow up information identified the patient is receiving effective stimulation.